Event description:
Overdelivery reported. The pump was set to infuse dopamine (200mg/250ml) at 10ml/h (2mcg/kg/minute for renal perfusion) via a portacath intravenous access site. A 60ml dose limit was set as the infusion was only to run while the pt was undergoing hemodialysis. A nurse reports that "approx 45 minutes after set-up, the pump alarmed and said infusion complete." The display reportedly indicated a total volume infused of 45ml. The actual amount of fluid gone from the bag was not recalled/recorded in the nursing documentation. The specific line used for the dopamine infusion on the three channel pump was not recalled, though the nurse "thinks it may have been pump b." A dobutamine infusion was also infusing on one of the other pumps; it delivered correctly without incident. The pt had reportedly been "nauseated and uncomfortable prior to the overdelivery and there were no changes in her assessment." The dopamine/dobutamine therapy was subsequently stopped "because the therapy was ineffective for this pt." No additional info was available.